Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The plumset was being used to deliver an unspecified medication at an unspecified rate. After an unspecified length of time, it was reported that the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the hub of the patient's IV access device. No specific details were provided. The plumset was replaced and the therapy was resumed. There were no reports of any adverse patient effects and no reported delay in therapy were required. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.